Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the air in line alarms which were reproduced while attempting to run an infusion. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive to air and have been known to contribute to false air in line alarms. The failed upstream sensor and pusher were replaced.